Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "check sensor" message on the 13th day of wearing the adc freestyle libre 2 sensor and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of oral glucose. Customer further reported that a reading of 69 mg/dl was obtained on an hcp meter and was diagnosed with hypoglycemia. No further treatment was reported. There was no report of death or permanent impairment associated with this event.